Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following implant on (B)(6) 2023 patient developed fevers, raising concern for a possible post-operative infection. As a result, patient was administered antibiotics to address the issue. The fever and incipient infection resolved with antibiotic treatment. It was reported that the patient's ipg would not communicate with external devices [related manufacturer reference number: 1627487-2024-07771], and the patient experienced discomfort located at the ipg site [related manufacturer reference number: 1627487-2024-07772]. Patient experienced burning sensation at ipg site while charging the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.